Manufacturer narrative:
(B)(4). Date sent: 7/21/2020. Investigation summary the device was returned with the bottom portion of the I-blade out of the lower jaw channel and the lower jaw channel was damaged. The device was connected to the generator, it was recognized and it did activate. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Batch #: u9318w. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was obtained: this event occurred toward the end of the procedure. Bipolar electric scalpel was used to complete the case. The jaws were opened manually outside of the patient for checking the damaged jaw after the procedure. The patient is stable. Batch number: u9318w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a total laparoscopic hysterectomy, the blade stopped during use. There was a possibility that the jaws were damaged. The device was used on the thick tissue of vaginal wall. Surgeon removed the device using pean. No pieces fell into the patient, confirmed it by a video and x-rays. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.